Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user observed an "e0d" error on the a-side of the heater cooler unit. The device was not changed out, as they were able to operate machine using b-side of unit with no effect to performance. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) is trained by the manufacturer. He believes problem is with the mixing valve.